Manufacturer narrative:
The customer reported that a low tidal volume alarm occurred. Per a good faith effort response, the authorized service provider (asp) engineer confirmed that the device had a parameter setting problem. The asp engineer reset the ventilator parameters and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Initial reporter institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that a low tide volume alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.